Event description:
False negative test result. A patient was seen at a physician's office in 2002, at which time an osom hcg urine pregnancy test was negative. During the exam, the patient reported their last menstrual period was in august 2002. In october 2002, the patient returned to the physician's office and received depo-provera after a second osom hcg urine pregnancy test was also negative. They revisited the physician in november 2002 and reported their last menstrual period was in july 2002. Quantitative hcg testing at that time was positive (281,268), indicating the patient was pregnant. The site reported that control lines were present for both tests performed. No consequences to the patient or fetus have been reported.